Manufacturer narrative:
Patient weight was not provided by reporter. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device was discarded by the hospital. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event (B)(6) as follows: it was reported that a revision arthoplasty procedure was performed on (B)(6) 2015 at levels c6-c7 due to the implant being expelled anteriorly. The surgeon noted during the revision that there appeared to be a defect in the c7 end plate, which may have been caused by retainer pin placement. The device was initially implanted on (B)(6) 2014. The surgeon revised the patient by performing an anterior cervical discectomy and fusion procedure and was pleased with the outcome. This report is 1 of 1 for (B)(4).